Event description:
Female suffered a recent posterior hip dislocation on june 5th while visiting austin, tx. Pt describes leaning down on the side to strap her shoe when she felt her leg gave away. S/p closed reduction.

Manufacturer narrative:
The info provided by stryker orthopaedics clinical affairs dept. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. If add'l info becomes available, the eval summary will be submitted in a supplemental report.